Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented with worsening heart failure due to fatigue, an abscess was found on right ventricular lead. The physician explanted the device and the right ventricular lead. There was no allegation against the device and the lead.